Manufacturer narrative:
(B)(4). The system error 2240 (air in line) alarm was identified during a review of a returned device. Not enough data is available within the complaint to identify root cause; therefore, the cause was not determined. The lot number is unknown, therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).no product malfunction was alleged. The sample was not requested for evaluation, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.

Event description:
A system error (se) 2240 alarm was identified in the log of a returned homechoice device. The system error occurred on (B)(6) 2011. A se 2240 is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported. No further information is available.